Event description:
Reported 1 false positive sars results for one 67 year old symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer communicated the patient was tested by pcr the same day but a few hours after the sofia test.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.